Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found white residue over the upper and lower case, the locking mechanism of the patient output connector was defective, the ring was bent, there was white residue on the battery drawer and ring and the knobs were sticky. (B)(4).

Event description:
It was reported that the device would not switch on anymore. The external pulse generator (epg) was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.